Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that air bubble in the reservoir. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer experienced high blood glucose and treated with manual shot from syringe. It was reported that the basal 1 was running not suspended and as per his recollection settings were correct. The device will not be returned for analysis.